Event description:
Home pt (hp) contacted baxter's technical svc ctr for assistance while receiving a se2240 alarm during the initial drain of apd therapy. While troubleshooting the alarm, it was determined that the hp did not connect themselves for therapy at the appropriate time. The hp was assisted in discontinuing therapy at that time. The pt resumed therapy with new supplies and therapy was completed without incident. No pt injury or medical intervention was reported per hp.